Event description:
The customer reported to olympus their evis exera iii xenon light source displayed b30 communication error upon connection. The event occurred during an unspecified gastroscopy procedure. There were no reports of death, harm or injuries related to this event.

Manufacturer narrative:
Upon inspection the reported event was confirmed due to oxidation on the scope connector socket. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the b30 error is an error that occurs when there is a communication failure between the scope - light source - processor. Since the output connector was found to be defective (corrosion, dust), it is assumed that the b30 error occurred due to poor communication caused by debris, dirt, or dust on the connector of the clv-190. Olympus will continue to monitor field performance for this device.